Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation observed that the pitch down cable was found to be frayed at the distal clevis hub. A small frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, it was noted that the wire was loose. There was no report of fragments falling into a patient.